Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. PMA 510k cannot be determined; device is unknown. MDR section codes updated/corrected: b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6), 200-02-32 - three peg patella 32mm, (B)(6), 203-96-21 - (11-2714) non-exactech 2000 90x13/21x 1.9mm. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00985. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 113 months after a left total knee replacement procedure, the patient underwent a revision surgery to address component loosening, polyethylene wear and delamination, osteolysis and pain. No further issues or complications were reported. No additional information is available.